Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support helped the caller reset the pump using provided information, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccur, which was understood and acknowledged.